Event description:
Single pectus bar implanted without connector was removed after slight migration due to inadequate pericostal suturing.

Manufacturer narrative:
An investigation was completed. The results of the investigation have identified no additional actions are necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.